Manufacturer narrative:
Mfg site eval: the received device appears used. At the back side of the product, the original maintenance date is faded, which likely occurred during surface rework. There is a new date on the back, 03/2013. This date is very likely from a repair performed. At the tip of the adaptor (where the kirschner wire exits the adapter), there are discoloration (brown), caused by high temperature. Functional inspection (idle run, no kirchner wire inserted) displays high and unusual running noise and an unusually quick and intensive warming, especially at the tip of the product. Disassembly was difficult. Inside the adapter, there is clearly visible gray/silver shiny abrasion at several components visible. The abrasion signs reflect the light clearly visible, indicating that this is metal abrasion. Due to the abrasions, the ball bearings are rough running (causing the unusual running noise). The tool locking mechanical shows the same abrasion. In addition, slight hints for corrosion were detected inside the adapter, indicating possible influences by a high humidity experienced by the product. The warming of the adapter is related to the abrasions inside the device, which result in friction between the components/moving parts. This is also the cause of the noise that is present. The reported kirschner wire is 1.8 mm in size, and from a foreign supplier (non-aesculap). However, the diameter is correct for this adapter and a factor for the malfunction of the device. There are no records of maintenance of this device being performed. And-nr. 48673 states that maintenance is necessary all 12 months (part 11 "maintenance" in IFU). Mfg records do not display any discrepancies. The reported defects of the device are not related to material or mfg defects. The cause of the reported issues can be related to an improper handling of the adapter (slipping of clamping parts at the kirschner wire) causing abrasion and heating by excessive friction.

Event description:
Country of complaint: (B)(6). Device heated during procedure; pt experienced a burn.